Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the saphenous vein graft(svg). A 2.75x12 synergy ii drug eluting stent was advanced and deployed at the anastomosis point with one end of the stent in the native artery and the other end in the svg. When the proximal end was dilated, the stent was fractured at the middle and had a portion of the stent in the svg with another portion in the native artery. The physician did not realize it was conforming and it felt like it had separated from one of the connectors. A 3.0x8mm synergy ii stent was then deployed in the mid of the anastomosis to cover up the fractured stent and completed the procedure. No patient complications were reported and the patient's status was fine.